Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen-tibial trays item # unknown lot # unknown, nexgen-femoral item # unknown lot # unknown, nexgen-bearing item # unknown lot # unknown. Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06943, 0001822565-2018-06944, 0002822565-2018-06945. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee surgery. Subsequently, the patient was revised due to infection. Débridement synovectomy was also performed. All components were removed and replaced with antibiotic cement spacers.